Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child parents reported to the audiologist that the area was inflamed. The audiologist suggested to place a gauze between the skin and coil. A week later the reported that an ulcer had formed in the implant area. There is no physical degradation of health according to the user's parent and the wound is healing satisfactorily.

Manufacturer narrative:
Additional information: according to received information, a skin ulceration was observed at the implant site most likely caused by an excessively strong audio processor external magnet. Proper healing was observed after this condition was medicinally treated. The user has recovered and the device remains implanted.

Event description:
The child parents reported to the audiologist that the area was inflamed. The audiologist suggested to place a gauze between the skin and coil. A week later the reported that an ulcer had formed in the implant area. The user has no significant medical history that would have contributed to the event. As per additionally received information, the user shows recovery in the skin of the implant coil area.